Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6319792, medical device expiration date: 2021-11-30, device manufacture date: 2016-11-14. Medical device lot #: 6235582 , medical device expiration date: 2021-08-31, device manufacture date: 2016-08-22 . Investigation summary a complaint history check was performed and this is the 2nd related complaint for printing (scale misaligned) on lot # 6319792. This is the 2nd related complaint for printing (scale misaligned) on lot # 6235582. Investigation summary: customer returned a photo of a syringe from the 5 unit marking up to the shield. Customer states that the scale is incorrect. The attached photo was examined and all scale markings were visible, clear, and did not interfere with adjacent scale markings. No defects were observed on the scale markings from the attached photo. A review of the device history record was completed for batch # 6319792 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch # 6235582 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. Investigation conclusion based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the bd micro-fine¿ insulin syringe needle. It had incorrect scale. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that before use of the bd micro-fine¿ insulin syringe needle. It had incorrect scale. There was no report of exposure, serious injury or medical intervention.